Event description:
Related manufacturer report number 2017865-2022-11896. It was reported that during a remote follow up, fast charge time was noted on the device and a temporary high defibrillation impedance were noted on the right ventricular (rv) lead, suspected to have occurred during an unrelated epicardial lead implant procedure. Abbott technical support was contacted and the fast charge time and high defibrillation impedance were suspected to be due to the unrelated procedure. A capacitor maintenance was performed during a follow up in clinic and the charge time was within normal limits. No additional intervention was required. The patient was in stable condition and will continue to be monitored.